Event description:
It was reported that a device could not connect to the network to download the current mdl. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Module received inoperable due to a "will not connect" condition. The module failed to pass testing due to a failure on the radio pcb (specific component not identified) rendering the unit un-repairable due to mac address assigned as product serial number. The device was removed from service.